Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited undersensing. No intervention was performed. No patient condition was reported.